Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss and atrophy. A new aus device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss and atrophy. A new aus device was implanted.